Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep replaced a part. No further service info was provided.

Event description:
The customer reported that the 9600 system would not perform fluoroscopic x-ray. No pt injury was reported.